Event description:
Nurse took insulin drip tubing out of alaris pump in preparation for tubing change. Safety clamp on alaris pump tubing did not activate. Insulin drip infused into patient by gravity for approximately 8-10 seconds. The spot where the clamp on the tubing sits may be broken. We had a bunch of these incidences happen in the past. My nurse said that the clamp remained open when removing the insulin tubing and the patient was bloused with insulin (dextrose required). I took the module and have it in my office. My educator and I were able to replicate this several times. If the clamp isn¿t clamped on removal it allows for free flow of meds. Let me know what you want me to do with the pump.

Event description:
Nurse took insulin drip tubing out of alaris pump in preparation for tubing change. Safety clamp on alaris pump tubing did not activate. Insulin drip infused into patient by gravity for approximately 8-10 seconds. The spot where the clamp on the tubing sits may be broken. We had a bunch of these incidences happen in the past. My nurse said that the clamp remained open when removing the insulin tubing and the patient was bloused with insulin (dextrose required). I took the module and have it in my office. My educator and I were able to replicate this several times. If the clamp isn¿t clamped on removal it allows for free flow of meds. Let me know what you want me to do with the pump.